Event description:
New information was received. The patient experienced a regular, uncomplicated healing process.

Manufacturer narrative:
A supplemental medical device report (smdr) # 01 is being filed to correct the date on the prior filed medical device report. Incorrect date of 08/26/2019 should be corrected to 12/03/2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no technical abnormalities were found. Logfiles were verified and system verification was performed on site by company representatives. No device malfunction was confirmed. The device met specifications. According technical onsite visit and logfile review, no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that flap thickness deviated by more than 10 microns from set flap thickness on five patients. Flap thickness was measured post-operatively using the excimer laser and an optical coherence tomography. Upon follow up, company representative no longer sees any reason to doubt the proper functioning of the laser. There are multiple related reports for this facility. This report addresses the patient's two right eye and other manufacturer report will be filed.